Event description:
The bravo ph capsule failed to deploy. The bravo capsule with delivery system was introduced through the mouth and advanced into the esophagus. The bravo ph capsule was positioned 29 cm from the incisors, which was six cm proximal to the gastroesophageal (ge) junction. Suction was applied to the well of the bravo ph capsule, to suck in the adjacent mucosa of the esophagus. The external vacuum pump was used and set at a minimum vacuum pressure of 510 mmhg for 30 seconds. The bravo ph capsule was then deployed, by depressing the plunger on top of the handle, to advance the locking pin into the mucosa. This attached the capsule to the esophagus. The plunger was then rotated a quarter turn clockwise to release the capsule from the delivery system. The delivery system was then withdrawn. The scope was reinserted to evaluate placement of the bravo capsule. Visualization showed the bravo capsule to be inadequately placed.